Manufacturer narrative:
Under investigation.

Event description:
It was reported that the instrument broke when attempting to implant the on rod. There is no adverse event reported and no delay in surgery.